Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Add'l data/failure investigation: field service technician removed physical item drawer obstruction.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt present.